Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Cracked battery tube threads and scratched display window noted. Motor passed motor test.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was above 600 mg/dl. Caller stated that the customer had excessive thirst and high urination prior to hospitalization. Nothing further was reported.